Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced inaccurate continuous glucose monitoring (cgm) values compared to blood glucose meter. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the allegation and a root cause were not determined.